Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The product was returned. A small amount of solution is dried on the lens. One haptic is bent in the distal area. The posterior optic edge is torn/split (still attached). The damaged area matches the width of a post of the lens case. The optic damage appears to have been caused by posts of the lens case. A photo was available that shows the lens placed outside the lens case and damaged. Product history records were reviewed documentation indicates the product met release criteria. Optic and haptic damage was observed. The product investigation could not identify a root cause for the damaged areas. The observed optic damage is similar in appearance to lens case related damage; and the observed haptic damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a defect. Additional information was requested.